Event description:
During a total colectomy procedure, some of the clips did not form. When loading the clips, clips came out in a pear shape. Got new one to complete the procedure. No pt consequence.